Event description:
It was reported that a user experienced elevated blood glucose readings on the ilet bionic pancreas after lunch, peaking at 226 mg/dl and trending down to 196 mg/dl while on the call, with no supply changes at the time and 32 units of insulin available; the user had announced the meal and reported eating more carbohydrates than usual, and no alerts or alarms occurred. Symptoms included hyperglycemia without injury. Outcomes included no hospitalization and self-monitoring until glucose returned toward the target range. Investigation included troubleshooting and user education on expected postprandial glucose and device-driven corrections. Investigation of this case revealed no device malfunction, with the pattern consistent with postprandial hyperglycemia and appropriate automated correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.